Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: unknown, product type: recharger

Event description:
Information was received by a consumer regarding a patient implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the recharger was broken. No patient symptoms were reported. No further complications were reported or anticipated. Additional information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the desktop charger (dtc) connector pin was broken, and would not properly "mate" with the recharger to charge the recharger. As a result, the patient's implant was at 0% charge due to lack of a working recharger. The patient had also called the manufacturer but was confused when they were asked for an ID number, and gave up in frustration/stopped charging their implant as a result. The rep used their spare recharger to charge the patient's implant and requested a replacement dtc. No serial number for the broken device could be found as it was discarded. The issue occurred during normal use, and was resolved at the time of the report. No surgical intervention was planned or occurred. There were no out of box failures or patient symptoms alleged. No further complications are anticipated.